Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and physioneal 35 therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced drainage problems. On (B)(6) 2011, the patient experienced peritonitis as manifested by cloudy effluent and was hospitalized. On (B)(6) 2011, apd with extraneal viaflex and physioneal 35 was temporarily withdrawn and continuous automated peritoneal dialysis (capd) began with physioneal 35 ((B)(4), 4 times a day, lot number not reported). Also, that same day remedial therapy began with ceftazidime (260mg, 1 time a day, ip) and vancomycin (380mg, frequency according to antibody levels in blood, ip). On (B)(6) 2011, the patient returned to apd with extraneal viaflex (600ml, 6 times a day, lot number not reported) and physioneal 35 (600ml, 6 times a day, lot number not reported). Remedial therapies were ongoing and the peritonitis was resolving. The nurse stated that the pd procedure was performed by different people who don't all have the same skills and training. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.